Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had two sensors without a cannula. The sensors broke. The customer¿s blood glucose during the incident was unknown. They got a sensor error and when they removed the sensor there was no cannula. The sensor will be returned for analysis.